Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The corrected information has been provided in section e1 with this report.

Manufacturer narrative:
The complaint notes specified that the issue was on ios/iphone se. App version was not mentioned. Inpen user ID was provided in the complaint and r&d used it to look up the user¿s app version (7.0.0) and ios version (17.2.1) in firebase. This issue could not be reproduced using a normal use case scenario of using an iphone se with app version 7.0.0. R&d then looked at open inpen defects that can cause ios app to crash. Pr-261 documents an issue found internally by inpen r&d that causes ios app to crash when the user has 12 am in their time of day settings. With this information, the user¿s therapy settings data was looked up in firestore and it was found that the time of day setting was 12 am indicating that this issue is the most likely cause of the crash the user was experiencing. A recommendation was made to tech support to advise the customer of the workaround which is to change the time of day setting to 12:01 am instead of 12 am. This issue violates requirement ID sw-025 and sw-320 from swr-00919-01 rev. Ac, application software requirements, inpen ous and is a known anomaly documented under ticket ID pr-261. Most likely root cause is that the app crashes when calculating correction dose when setting ch defaults is triggered. Crash occurs when time of day is configured and the first time is set to 12:00 am. In a function in the ios app code, a range is created where the lower bound is greater than the upper bound. This happens when the first time of day time is at an edge case value. The buffer pushes the time outside the minimum value and causes the app to crash. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the in-pen application was unresponsive. Troubleshooting was performed and found that the issue was not resolved by deleting and re-installing the in-pen application. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the application and the device will not be returned for analysis.